Event description:
On 06-16-2020 information received a smiths medfusion 4000 pumps was alarming high pressure while in use infusing lipids through microfilter. The line was checked for kinks and no kinks found. Alarm was silenced and after one hour of infusion the alarm appeared again with car indicating pressure has been increased . No adverse event was reported to patient during event.

Event description:
Per medwatch: syringe pump reading high pressure, while infusing lipids through a microfilter. No kinks in line, all other pumps infusing without complications. After silencing the alarm, will continue infusing without complication for about 1 hour before alarming again. The bar indicating pressure has been increasing throughout shift. No known impact or consequence to patient. Additional information has been received 17 june 2020. Updated serial number and attached email in the complaint object.